Event description:
It was reported during the acl reconstruction and meniscal repair that the tip of the flipcutter broke off midway when retro-drilling the femoral socket, it was only noticed once the drill was returned to the joint to close the drill tip. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 20-june-2025 majung: it was additionally reported in a second e-mail that during the acl reconstruction and meniscal repair the tightrope (ar-1588rt-2j) snapped when tensioning the graft into the femoral socket. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-2j batch 15394246 was received for evaluation. Visual inspection revealed that the suture system was broken, with the loops detached. The received suture fragments were evaluated and found to be frayed. Functional testing was performed by moving the remaining pieces of the suture on the button and checking for resistance, and no issues were noted. The most likely cause for the reported failure can be attributed to user error of the device due to improper tensioning of the sutures. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular).